Event description:
Rn states md was removing the peg using traction and the dome separated from the tube. Md removed the tube and endoscopically retrieved the dome using a snare. Unknown length of time peg was in place.